Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Customer resolved the occlusion issue by changing the infusion set and cartridge, then resuming insulin.